Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer, however the following surgeon information was provided: weight: (B)(6), age: (B)(6), gender: male.

Event description:
During a breast oncology case, the surgeon reported his hand was shocked by the plasmablade device. There was no report of the device coming in contact with metal; however it could not be confirmed. No interventions were needed for the surgeon and there was no impact to the patient. This was reported in two cases with the same surgeon. This is case 2 of 2.